Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, post-paced t-wave oversensing was noted on the ventricular channel via review of stored egm. Patient was asymptomatic. Programming changes were made.